Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. Subsequently, a temporary lead was placed in the right internal jugular and the explanted implantable cardioverter defibrillator (ICD) was reused as an external temporary pacing device. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD remains in service.